Manufacturer narrative:
No patient information provided as no patient was involved in this concern. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the navigation system was booted up it will get past the medtronic splash screen and then have a black screen. The site is unable to login to the system. There was no patient present when this issue was identified.